Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Event description:
Customer reported that they were hospitalized. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functiontal testing. After testing, it was concluded that the device operated within specifications.